Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; rf (radio frequency) head failed uplink functional tests and was not able to interrogate; rf head cable found out of electrical specification. Analysis also found the lens on the rf head upper case was cracked. (B)(4).

Event description:
It was reported the wand was bad. The wand was returned. No patient complications have been reported as a result of this event